Event description:
N/a.

Manufacturer narrative:
UDI (B)(4). The complaint sample was not returned to codman, therefore, an evaluation of the device could not be performed. Device history records (dhrs) were reviewed and no anomalies were found. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed.

Manufacturer narrative:
UDI information (B)(4). The product was not returned for evaluation, however a review of the photos was utilized. A review of manufacturing records was performed and the device was found to have conformed to specification when released. This product is a neurosurgical sponge (¿pattie¿) which are intended to be moistened and placed on brain (and other central nervous system) tissue to keep the keep it moist/protect it. This appears to be a case of misuse, since as the IFU indicates, these delicate patties are not intended for use in ¿clearing away tissue¿ in the larynx. The string becoming loose/stuck would be a symptom of the seeming misuse. The sponges in the provided photos appear to have been normal product, and nothing about their appearance suggests any material nonconformance.

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that while patties were being used to clean away lasered tissue in the patients larynx, threads were coming loose from the patties and sticking to the patients good tissue. Another packet was accessed for use and the same occurred. Threads had to be picked off so not to potentially cause residual infection for the patient post operatively, due to foreign body present.